Event description:
It was reported that during the surgery, moment after the surgeon began using the stryker 3.5 ablator, the tip of the ablator broke off and was loose in the patient's shoulder. As the patient has a rotator cuff tear that required repair, the surgeon opened the shoulder and was able to retrieve the piece.

Manufacturer narrative:
The reported tip breaking condition could not be confirmed since the unit was not returned for evaluation. The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. If the unit is received afterwards, it will be investigated and this compliant report will be updated the probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. 2. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. 3. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. A possible misuse by using the probe for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, which may have contributed to the damage observed, which is contraindicated as per user instructions for the serfas energy probes family cannot be ruled out. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the surgery, moment after the surgeon began using the stryker 3.5 ablator, the tip of the ablator broke off and was loose in the patients shoulder. As the patient has a rotator cuff tear that required repair, the surgeon opened the shoulder and was able to retrieve the piece.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.